Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal seal accessory has been returned and evaluated by the failure analysis team. The universal seal accessory was found to have a torn piece of the black rubber of the seal. The broken piece was approximately 1 cm square and was returned with the accessory.

Manufacturer narrative:
The images of the failure analysis performed on the returned universal seal has been further evaluated by the advanced failure analysis team. The product was found to not be a match to an intuitive surgical, inc. (Isi) part. The object appeared to be a third-party accessory.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal seal for investigation; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy w/ lymphadenectomy surgical procedure, the user observed a fragment measuring approximately 1mm suspected from the universal seal attachment on universal surgical manipulator (usm) arm 4. The entire fragment was recovered. The user completed the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the user stated that the monopolar curved scissors (mcs) instrument attached to usm arm4 may have gotten caught in the universal seal valve either during instrument installation or removal. The instrument was inspected prior to use. The instrument did not collide with any other instrument. A fragment fell inside the patient's body, but it was retrieved from the assistant port during the same procedure. The patient did not return to the hospital due to post-operative complications.